Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 223. The device failed to pass its internal self test during performance testing. The investigation determined that the root cause of the system fault 223 and device failure to pass its internal self test was an isolated component failure within the device pneumatic block assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 223) indicating a blower failure. The device was not in use when the fault occurred: therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 223) indicating a blower failure. The device was not in use when the fault occurred: therefore, there was no patient involvement.